Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Dealer states: the consumer was being transferred from the bed to the chair. The bolt / screw that attaches the arm allegedly broke causing the consumer to fall back on the bed. The consumer was not injured. The lift is being returned. This lift is a rental and has been used by several different patients. MDR filed.

Manufacturer narrative:
(B)(4) has been initiated for this issue. Model 9805p, serial number/date code (B)(4) is approximately 11 months old. The owner's manual part number 1024492 rev. E (may-06) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The male consumer's age is (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Malfunction has not been confirmed.